Event description:
During surgical procedure, team went to plug in the lithoview disposable ureteroscope into the monitor. The device would not plug into the lithoview monitor. Team obtained a new disposable and where able to continue on with procedure without any further issues. Ref# m0067913500. Lot #4032382. Exp:5/12/27. Boston scientific.